Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the pacemaker estimated battery longevity reached elective replacement indicator (eri), however almost one year earlier the estimated battery status was at six and a half years remaining. Subsequently the pacemaker was explanted due to concern over premature battery depletion.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected. The device was unable to be interrogated and no device memory was available for review. The device case was opened and detailed analysis confirmed a high current drain. The identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the pacemaker estimated battery longevity reached elective replacement indicator (eri), however almost one year earlier the estimated battery status was at six and a half years remaining. Subsequently the pacemaker was explanted due to concern over premature battery depletion. The device was returned for analysis.